Event description:
According to the reporter, the part inside of the 2.4mm va locking screw (02.210.114) package is the wrong size/part. No patient involvement. This complaint is for out of box failure. The date of event cannot be determined. To date all available information has been provided and documented.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The package is labeled as a 14 mm long 2.4 mm va locking screw (02.210.114) and the returned part meets the requirements of a 12 mm long 2.4 mm va locking screw per 02.210.112. The package was received opened and also had two cuts through the back of the bag that were large enough for the screw to pass through easily. Since the package had been opened, the contents removed and the bag has post manufacturing damage that is sufficient to remove the screw, it cannot be determined conclusively that the returned screw had been packaged in the bag that was returned and therefore the complaint is indeterminate.

Event description:
This is 1 of 1 report for complaint (B)(4).